Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose. Blood glucose reading was 40 mg/dl. The other blood glucose level was 435 mg/dl. The customer was treated with glucose tablets. Customer was using insulin pump system within 48 hours of reported low bg event. Customer reported auto mode/smart guard was automatically delivering insulin at the time of low bg event. The customer reported that insulin pump is over delivering. The customer stated that bg was going up no matter how much he eats. The customer said that they changed all consumables that time. The patient was disconnected during the rewind/prime sequence. Reservoir was showing the same amount of insulin as shown on the status screen. The customer reported that pump was not worn during a medical procedure/test around an MRI. Replacement pump was successfully processed including the consumables. The insulin pump will not be returned for analysis.